Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing a tuning problem and the intensity of the laser burns would change during a procedure. However, the case was completed. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated confirmed. As a preventive measure the core module was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 30, 2012. Based on qa assessment, the product met specifications at the time of release. As the core module was replaced as a preventive measure, the root cause cannot be determined. (B)(4).